Manufacturer narrative:
Additional information: b5, d4 plant investigation: non-conformity related to the reported failure was not observed during the manufacturing process. Trend analysis of this batch showed similar failure patterns. The sample was not available for evaluation. The likely cause of the leak is a minimal deviation in dimensions of the recirculation port which results in a very small gap through which liquid can leak. The complaint was assigned to an existing CAPA that was initiated as a result of similar failure patterns.

Event description:
A user facility reported, during a leakage testing procedure xenios published during the latest field safety note, they noticed a leak at the recirculation port of the oxygenator. The customer had one other kit from the complaint batch (B)(4) and has used it without issues before the field service notification was published. A new kit was primed. There was no patient involvement. The complaint sample was not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported, during a leakage testing procedure xenios published during the latest field safety note, they noticed a leak at the recirculation port of the oxygenator. The customer had one other kit from the complaint batch (fsxe0603) and has used it without issues before the field service notification was published. There was no patient involvement. The complaint sample was not available for evaluation.